Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a safety syringe. The customer reports a dirty needle stick due to the safety shield failing. The nurse had to visit the clinic for lab work for patient source. The nurse did not hear an audible click. The safety shield did not engage, it was present but did not engage.